Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found degradation of the optim sheath noted in two locations with no damage noted to the silicone insulation beneath.

Event description:
This report is to advise of an event observed during analysis.